Event description:
(B)(4). It was reported that chest pain and stent thrombosis occurred. The patient presented due to unstable angina which was diagnosed as non st elevation myocardial infarction (mi) and was referred for cardiac catheterization. On (B)(6) 2012, after coronary angiography was done, index procedure was performed. The target lesion was in-stent restenotic lesion of unknown drug eluting stent located in the proximal left circumflex (lcx) with 100% stenosis and was 36 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation and placement of a 2.75 mm x 38 mm ion stent. Following post dilatation, residual stenosis of 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. On (B)(6) 2013, the patient presented with substernal chest pain radiating from his left side of chest into his left arm and shoulder and was hospitalized immediately. Coronary angiography was performed. The 75% diffuse restenosis of the study stent with some thrombus located in proximal lcx was treated with angioplasty and the placement of 3.5 x 12mm promus element stent. Following post dilatation, residual stenosis of 0%. In addition, the 90% stenosis in the 1st obtuse marginal (om) was treated with balloon angioplasty. Following post dilatation, residual stenosis of 0%. One day post procedure, the event was considered resolved without residual effects and the patient was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).